Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 301 mg/dl and customer was in the coma. The customer did experienced the symptoms such as vomiting, gastroparesis. The customer was treated with manual injection and insulin drip. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will be returned for analysis.